Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The field service engineer found a bunch of staples under the pockets, some fell right on the pocket's contacts and cleaned all of them. The fsc replaced inseps on both 2.1 & 2.2 because the red latches were not fully extended when the drawers were fully opened. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer stated that the device not detected on bus, after a reboot it was fine for certain time and crashed again causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.